Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was 532 mg/dl. The other glucose value was 216 mg/dl. Customer stated that it asked for a calibration but it did not accept it, then they waited 15 minutes and it did not accept it again. Customer stated before that they got a message that it did not find the sensor. Customer got the sensor connected but now it kept asking for a calibration but it does not accept it. Customer also stated that the pump was not working. It was unknown that auto mode feature was active or not at the time of event. No product is expected to return for analysis.